Manufacturer narrative:
Device evaluation: analysis of the returned device identified: brown particles, opening extended on anterior and weight to the spec. A visual and microscopic analysis was performed which identified striated opening on anterior and creases fold. Based on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool. Wrinkles were observed but have no relationship with manufacturing.

Event description:
The device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the eventsof ¿rupture¿, ¿wrinkling¿, ¿pain¿, ¿pressure pain¿, ¿pain when touched¿, ¿breast become hot¿ and ¿breast become rock hard¿. Additionally, a physician reported capsular contracture baker grade iii. This record relates to the left side. Device remains implanted.